Event description:
It was reported that pump starts beeping during the infusion and battery not working during infusion. No patient harm was reported.

Manufacturer narrative:
One device was returned for analysis of complaint that the pump starts beeping during the infusion and battery is not working during infusion. Primary audible alarm and acu watch dog failure alarm found in review of event history. No service history found in last 12 months. Visual and functional testing was performed. Background self-test sensed no current flowing in the primary speaker. Checked connections from main printed circuit board (pcb) to interconnect pcb and from interconnect pcb to speaker. Check capacitor at c9 on the interconnect pcb for damage. The probable cause for primary audible alarm was the interconnect board and cause for acu watchdog failure was the main pcb. Also found invalid syringe size. The probable cause for invalid syringe size: contamination on the size pot.